Event description:
The user facility reported that during a therapeutic bronchoscopy, an endobronchial combustion occurred, which burned the distal end of the bronchoscope and the endotracheal tube, but there was no patient injury. The hospital was contacted for additional information and olympus was informed the physician may have begun the procedure while there was still a high concentration of oxygen remaining in the patient, which resulted in the combustion when a non-olympus argon plasma coagulation (apc) probe was activated. The user facility also reported that the non-olympus apc probe triggered the fire and damaged the bronchoscope. The procedure was completed with a different, but similar bronchoscope and endotracheal tube.

Manufacturer narrative:
The device referenced in this report was returned to an olympus service branch for investigation. The investigation confirmed the user's report of thermal damage to the distal end of the bronchoscope. The c-cover and bending section cover glue. In addition, the objective lenses were found dirty, and the angulation of the bending section was reduced and not within specifications. The cause of the user's experience was due to user error and resulted in physical damage to the device from a non-olympus source. A representative from the manufacturer of the argon plasma coagulation probe has already conducted an in-service training for the user facility after this event occurred. This report is being filed as an MDR in an abundance of caution.